Manufacturer narrative:
Patient's information and other relevant history, including preexisting medical conditions, were not provided. When the requested information becomes available, a supplementary report will be submitted. Part and lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, there was a deformation in the implant.